Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions),h11. A getinge field service engineer (fse) found the device catheter is restricted, and the negative pressure filter needs to be replaced. The customer rejected the quotation. It does not meet the use requirements and cannot be used clinically before repair.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1: full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had an error during use on patient and catheter restricted. The iab could be used after inflation and no harm or injury occured.